Event description:
It was reported that the pump delivered too much insulin during a bolus, when the pin lock was activated, which was confirmed through pump history and glooko reports. There was no adverse impact on the customer's blood glucose level. The mother expressed concerns about the pump's reliability, leading technical support to decide on replacing the pump. The customer was instructed to revert to a multiple daily injections (mdi) backup therapy and return the problematic pump using a pre-paid label after putting it into storage mode.